Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient's ipg flipped due to weight loss, resulting in the l2 lead fractured. The lead fracture was confirmed by x-ray. Surgical intervention was undertaken on (B)(6) 2024. During the procedure the l3 lead was pulled out with the l2 lead. Both leads were explanted and replaced and the ipg was repositioned.